Event description:
An trainer contacted dexcom technical support, on behalf of the patient, to report cgm inaccuracy. The trainer reported patient was having inaccuracies after shower and when sensor was inserted on a particular side of the body. At the time of the call to dexcom technical support, the trainer did not report any medical intervention or injuries on behalf of the patient.